Event description:
The pantera leo coronary balloon catheter was selected for treatment of a moderately to severely calcified lesion (98% stenosis degree) in a moderately tortuous segment of the mid lad. The lesion could not be crossed with the device.